Event description:
It was reported that during a total colectomy procedure, the device had been used three times before. On the fourth firing, the staples did not form completely. Another device was used to complete the procedure. No harm to pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.